Event description:
The customer reported the unit displayed a front end failure during the extended self test.

Manufacturer narrative:
The customer reported the unit displayed a front end failure during the extended self test. The unit was evaluated at philips, and the reported symptom was duplicated as a pads/paddles front end failure. It was determined that the processor pca was defective. The defective unit was scrapped, and the customer was shipped a replacement unit.